Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 and found that customer trimmed tubing and reseated. Customer indicated after refill, no signs of continued leakage. The fse checked back in periodically throughout day for status. Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that no foam is leaking from one side of the canister. The customer found tubing on no foam container disconnected at 90 degree swivel connector. The issue is associated with unicel dxc 600i synchron access clinical system. No erroneous results were reported as the no foam is used only for controlling the amount of foam buildup in the waste canisters associated with using diluted wash concentrate for cleaning cuvettes and probes. There was no injury in connection with this event.